Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead and the right atrial (ra) lead both had low impedance in bipolar. The physician decided to use the leads in unipolar. No patient complications have been reported as a result of this event.